Event description:
It was reported the camera head was not working (no image) and the coupler component fell off. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found a leak/watertightness failure. A definitive root cause could not be determined. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): (1) IFU applicable area. Precautions for disappeared or frozen endoscopic image. Important information ¿ please read before use. [Warning]. ·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. (2) IFU applicable area. Preparation and inspection. Inspection of the camera head. ·when turning the endoscope mount lock counterclockwise with holding it lightly, confirm that the endoscope mount lock is free from looseness or backlash. ·when operating the endoscope mount, confirm that the endoscope mount is free from looseness or backlash. (3) IFU applicable area. Important information ¿ please read before use. Precautions for disappeared or frozen endoscopic image. [Warning]. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor the field performance of this device.